Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the tightener shaft broke off while in use against the robust pedicle while treating scoliosis. A fragment was removed from the lesion. Procedure was completed successfully with a delay of thirty(30) minutes. This report is for one (1) viper2 6mm self drilling tap. This is report 1 of 1 for complaint (B)(6).